Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (reset) has been confirmed. Upon investigation the battery charger was resetting. The cause for the resets was isolated to a shorted component. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged charger.